Event description:
It was reported that there were possible inappropriate shocks for supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.